Event description:
It was reported that at refills more volume was pulled out of the device than expected. No specific volumes were provided. No indication of patient harm was reported. The type of medication being delivered via the device system was bupivacaine and dilaudid. Additional information has been requested regarding the patient's symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2009, product type: catheter. (B)(4).